Manufacturer narrative:
Device 1 of 3. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to the FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2010-00792. Reference MFR report # 1627487-2009-00119 for ipg. The pt received her scs system on (B)(6) 2009. It was reported on (B)(6) 2009 that the pt was experiencing overstimulation and it was difficult to achieve communication with the ipg using a programmer. (Reference MFR report 1627487-2009-00119). It was also reported that the pt's lead had migrated. During a lead revision on (B)(6) 2009, the physician felt that a paddle lead would be more appropriate for the pt due to the presence of excessive scar tissue and he explanted the entire scs system. The explanted leads were not returned to ans for eval. No further info is available.